Event description:
The customer reported that the unit would intermittently cycle power.

Manufacturer narrative:
The customer reported that the unit would intermittently cycle power. The unit was evaluated at philips, and the failure was verified. Replacing the control pca resolved the issue.